Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant inratio results. Patient's therapeutic range = 2.5 - 3.5. (B)(6) 2015 inratio = >7.5; repeat inratio = 3.3; 2nd repeat inratio = 4.7. (B)(6) 2015 inratio = >7.5; dr. Poc = >8.0. Time between tests a couple of minutes on each day. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have aps and lupus. The patient's sample may have interfered with the inratio test and cannot be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.